Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the external paddles had a loose screw and the paddles are not making proper contact. While there was patient involvement, there were no reports of adverse outcome.